Event description:
It was reported to medtronic neurosurgery that the product was found to be leaking during testing prior to implantation. A new valve was use to complete the surgery and the patient was not impacted.

Manufacturer narrative:
The returned valve was patent and met all of the requirements for the siphon, reflux, pressure-flow, and preimplantation tests. However, it did not meet the requirements for the leakage test. A tear was observed on the siphon control device¿s casing. It is unknown how or when the damage occurred. The instructions for use that accompanies the device states that ¿use of sharp instruments while handling these devices can nick or cut the silicone elastomer¿ a review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. (B)(4).